Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid (hydromorphone) via an implantable pump for spinal pain use. It was reported that it took 8 minuets to get bolus and got stuck at 90 percent. The agent walked the patient deleting the data. The patient then tried connecting and they were able to get connected and deliver bolus without any further issue. The agent reviewed information and advised to monitor the issue. The patient also mentioned that whenever they were driving a car or sitting down the pump got warm. The agent redirected the patient to their managing physician for further assistance.

Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software product ID hh90t01 serial# (B)(6) product type mobile platform section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated b5/h3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid (hydromorphone) via an implantable pump for spinal pain use. It was reported that it took 8 minutes to deliver the bolus and it became stuck at 90%. The agent guided the patient through deleting the data. The patient then attempted to reconnect and was able to successfully connect and deliver the bolus without any further issues. The agent reviewed the information and advised the patient to continue monitoring for the issue.